Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette had ¿black particles inside the cassette line¿. This was noticed during set up for automated peritoneal dialysis therapy prior to use on the patient. Renal therapy services assisted the caregiver to switch off/on the homechoice claria device then remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.